Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/0.5/063 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient experienced refractive surprise. Lens remains implanted. Secondary intervention/ additional treatment has not been performed or decided upon. For status of the eye " patient cannot read anymore " was reported. For additional information the reporter reported " refractive surprise. Doctor wants to do a laser to solve the refractive surprise." If additional information is received a supplemental medwatch report will be submitted.